Event description:
During a procedure on (B)(6) 2013, while using the helical blade inserter, the set screw broke off. Reportedly the set screw for the t-shaped visual alignment piece broke off the tip and dropped to the floor as the surgeon was driving the helical blade. The surgeon stopped to see what had hit the floor, and then finished seating the helical blade uneventfully. There was no adverse effect to the patient or delay in the procedure reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The DHR was reviewed and rework was found on p/n 357.372 lot 5636785 for residue on the inside diameter of the guide shaft. The parts were cleaned, inspected and accepted. This rework is not relevant to this complaint because it is for a visual issue on the guide shaft not the locking screw that broke on the alignment indicator. The instrument is checked visually, dimensionally and functionally at manufacture and passed. No issues were found during manufacture that would contribute to this complaint condition. The product was reviewed by an engineer: the returned helical blade coupling screw (part 357.372, lot 5636785) was manufactured in october 2007 and is over 5 years old and shows significant wear and damage. The locator pin has sheared off. The alignment indicator spins freely about the handle. The design was reviewed and determined to be acceptable for the intended use and did not contribute to this complaint condition. The complaint condition is caused when the hammer inadvertently misses the head of the coupling screw, and hits the ears of the indicator. This may cause the pin in the indicator to be damaged and therefore the indicator may spin freely or it may become jammed. This complaint condition for the inserter is caused by inadvertent hammer blows, not the devices design.